Manufacturer narrative:
The manufacturer received information alleging a ventilator did not work at the customer site. There was no harm or injury reported. A philips field service engineer evaluated the device and the customer¿s complaint was confirmed. The device's oxygen system board was replaced to address the issue. Additional findings not related to the malfunction/issue the air filter was exchanged on the device. After replacing the parts on the device, the device settings were restored to factory settings and the device was operational.

Event description:
The manufacturer received information alleging a ventilator did not work at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.